Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient today and did a physician mode recharge. The rep said he charged the ins to 25% and cleared the power on reset (por) message. The rep said the patient had forgotten how to charge the ins so he instructed the patient on how to charge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that there was an overdischarge due to patient compliance. The device was trickle charged. The manufacturer representative (rep) cleared the power on reset 0 x 08 code. Additional information was reported that she had been having issues maintaining a charge in the implant (patient said that this started a year ago). Patient had kept a log of how long it took her to charge the implant and would send logs to rep. Patient said recently their doctor an orthopedic surgeon that wanted to do surgery on the other shoulder wanted an MRI first. Patient had an appointment with her managing dr. To see if she could get an MRI and health care provider (hcp)/ manufacturing representative (rep) said no MRI with the current implant she had. Patient said dr. And rep were aware that the implant battery was starting to get a little bit "skippy" again (pss understood this as implant was having same issue of taking longer to charge/not holding a charge like before). Patient said hcp wanted to wait full 9 years before replacing implant with new MRI compatible device.